Manufacturer narrative:
Evaluation, results: (investigation in progress ¿ no conclusion can be drawn). (B)(4).

Manufacturer narrative:
Evaluation, conclusions - device out of spec in a manner that relates to the event.

Event description:
It was reported that the coating was seen coming of the zinger wire during the procedure. The doctor had to suck out the debris with an aspiration catheter. Wires were stored in both the inner and outer packaging. Device did not experience high temperatures while in storage. No additional clinical sequelae were reported.